Event description:
Patient was intubated per anesthesiologist for general anesthesia. Md noted immediate problems with venting pressures- increased pulmonary airway pressures noted and difficulty ventilating manually. Significant problem maintaining tidal volumes, with inability to ventilate with more than 200 cc tidal volume; o2 sats remained above 97%. Pt extubated- reintubated with another tube- no further problems.======================health professional's impression======================weakening of the et distal cuff- this is the second incident reported at this facility with the same tube.======================manufacturer response for ett, hi-lo evac======================plan to contact product representative later today.